Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the ins shocked them last summer, and it was the first time they had felt it in years. However, the patient was fairly confident that the ins battery was dead. The patient would like to have the ins removed, but they had a hard time with that because their implanter retried and urologist was afraid to remove the ins because of how long it had been implanted, and they were afraid removing it would cause complications. Agent emailed physician listings to the patient and redirected to their doctor.